Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code: 1675, FDA patient problem code: 2645.

Event description:
It was reported that 200 3 ml bd luer-lok¿ luer-lok¿ tip had no scale markings. This was discovered before use. The following information was provided by the initial reporter: material no. 309657 batch no. 0150246. It was reported that multiple syringes were found with no scale markings.

Manufacturer narrative:
H.6. Investigation: two photos and 126 3ml syringes in fully sealed blister packs were received and evaluated. 123 of the syringes were completely blank with no visible print and three of the syringes had a single ink ring near the middle of the barrel with no other print present. All the syringes were rejectable per product specification. The potential root cause for the missing print defect is associated with the equipment failure. There was likely an ink pump failure that quickly stopped the ink flow, preventing ink from being applied to the barrels. DHR was performed. All visual inspections were performed as per requirement with a requalification for missing print.

Event description:
It was reported that 200 3 ml bd luer-lok¿ luer-lok¿ tip had no scale markings. This was discovered before use. The following information was provided by the initial reporter: material no. 309657. Batch no. 0150246. It was reported that multiple syringes were found with no scale markings.